Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty ignitor could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the issue was confirmed due to an igniter failure. Additional findings were that the heat filter was deteriorated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported by the customer to olympus that the vise elite xenon light source had an e103 error, the lamp tried to be ignited, the xenon lamp failed to ignite and that triggered the spare lamp, the unit had intermittent ignition failure. The event occurred during preparation for the use of a diagnostic procedure. The procedure was completed with the same device. There was no harm associated with the event.